Event description:
It was reported that the customer's pump shut off completely. There was no adverse impact to the customer's blood glucose level as this was not mentioned. The customer declined further troubleshooting and call back from technical support, and no further action was required.